Manufacturer narrative:
Based on further engineering investigation performed at the manufacturing site, it could be concluded that the issue is related to the manufacturing process. A personnel acknowledgment regarding the non-conformance was performed for the manufacturing personnel. Corrective actions have been initiated to further investigate the failure mode to eliminate the root cause(s) and to prevent recurrence of this type of complaint. Nevertheless, it was verified that there are controls established as part of the manufacturing process where the balloons are visually inspected, tested for inflation and deflation, the catheter is inspected for obstruction or restricted tube, for hub / shrink leakage and for bushings and tip leakage. Furthermore, a deflation test to the balloons is performed after filled with water through a syringe. Balloon free deflation time requirements are established for all models.

Event description:
As reported, during testing with this fogarty embolectomy catheter, the balloon deflation was slow. Solved by replacing with new unit. There was no allegation of patient injury. The device was received for evaluation and the balloon deflation time with water was out of specification.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. The report of deflation issue was confirmed. The balloon was inflated with 0.9ml ro water and the balloon inflated concentric and did not leak. However, balloon could not deflate completely after 60 seconds (aided with water)., and the maximum deflation time is 15 seconds (aided with water). Balloon deflation time with water was out of specification. Cut down was performed on the catheter body to locate occlusion. Balloon inflation lumen was found to be collapsed near the proximal bushing.. Balloon latex, bushings and windings were intact. Through lumen was patent without any leakage or occlusion. No visible damage was observed from catheter body. Engineering evaluation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation result the manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.